Event description:
It was originally reported that the pt experienced a loss of therapeutic effect in both legs. She was at home in good condition. It was noted that she was implanted in (B)(6). It was later reported that she visited her doctor and discussed this event with a company representative. She had surgery to fix the problem on (B)(6) 2010, but will need to have another one. She was still having problems with her device system. Additional information has been requested.

Manufacturer narrative:
(B)(4).